Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported that they kept checking their sugar every 2 hours and stated that the cgm was 60 points off from the bg meter. She monitored her readings until that night when she started feeling weak and tired. She had an appointment with her doctor. Her boyfriend went with her to her appointment. During the appointment the patient had a series of tests done including checking her blood sugar. The patient as treated with IV fluids and sent home the same day. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).